Manufacturer narrative:
Upon inspection of this mattress the urethane cover bubbled at the center of the mattress cover and peeled away exposing the bottom layer of the mattress cover. A new mattress was delivered to the facility on (B)(4) 2014. This problem has been assigned to CAPA number (B)(4), and a follow-up report will be submitted upon completion of the corrective action.

Event description:
Customer called and said that they have a mattress that is delaminating.